Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the epg passed all incoming functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shut off while connected to a patient. The patient needed to be resuscitated and then recovered. The epg was tested and showed no anomalies, and the battery had sufficient voltage to power the unit. The epg has been returned for service. No further patient complications have been reported as a result of this event.